Manufacturer narrative:
The depot repair technician completed the device evaluation. The report was confirmed and a fluid spill was found inside the device. The control pcb, wall vacuum valve and power supply unit needed to be replaced. No burning or carbonization was noted. No other parts were affected as a result of the spill. The device was decontaminated, repaired and upgraded to the current fluid ingress remediation which mitigates the risk for damage due to fluid spills.

Event description:
On (B)(6) 2016, haemonetics opened a service report for an orthopat device with a description, "transition failure from ac to battery. Doesn't power up (likely short circuit)." On (B)(6) 2016 the depot repair technician opened the device and a fluid spill was found which ingressed into the power supply.